Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead showed noisy signals and under sensing. Also, the pacing impedance for the ra lead was high, out of range and it had been within normal limits prior to the date in which it became out of range. A thorough lead evaluation was recommended and reprogramming to ventricular pacing and sensing was recommended. Additional information was received from the field representative mentioning that the ra lead was turned off on this device and patient. The system was reprogrammed for ventricular sensing and pacing with atrial discriminators off for tachy therapy. Furthermore, the ra lead showed no capture at maximum outputs and was fractured but the cause for the fracture was not determined. The clinic daily measurements on ra lead were turned off. The crt-d and the ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead showed noisy signals and under sensing. Also, the pacing impedance for the ra lead was high, out of range and it had been within normal limits prior to the date in which it became out of range. A thorough lead evaluation was recommended and reprogramming to ventricular pacing and sensing was recommended. Additional information was received from the field representative mentioning that the ra lead was turned off on this device and patient. The system was reprogrammed for ventricular sensing and pacing with atrial discriminators off for tachy therapy. Furthermore, the ra lead showed no capture at maximum outputs and was fractured but the cause for the fracture was not determined. The clinic daily measurements on ra lead were turned off. The crt-d and the ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.